Manufacturer narrative:
The alkaline phosphatase acc. To ifcc gen.2 reagent lot number is 869425, and the expiration date is 31-jan-2026. The astp2 reagent lot number is 887829, and the expiration date is 31-jul-2026. The bilt3 reagent lot number is 869158, and the expiration date is 30-jun-2026. The cholesterol gen.2 reagent lot number is 855587, and the expiration date is 30-nov-2025. The creaj2 reagent lot number is 869384, and the expiration date is 31-dec-2026. The potassium electrode lot number was not provided. The alarm trace shows multiple alarms for abnormal aspiration. The investigation is ongoing.

Event description:
There was an allegation of a questionable alkaline phosphatase acc. To ifcc gen.2, cholesterol gen.2, astp2, bilt3 (bilirubin-total), creaj2 (creatinine), and potassium results from the cobas c 503 analytical unit for one patient. The initial alkaline phosphatase acc. To ifcc gen.2 result was 43.1 u/l, and the repeat result was 168 u/l. The initial cholesterol gen.2 result was 54.1 mg/dl, and the repeat result was 159 mg/dl. The initial ast result was 49.9 u/l, and the repeat result was 22.5 u/l. The initial bilirubin total result was 0.717 mg/dl, and the repeat result was 0.332 mg/dl. The initial creatinine result was 0.519 mg/dl, and the repeat result was 0.817 mg/dl. The initial potassium result was 3.93 mmol/l, and the repeat result was 4.68 mmol/l.

Manufacturer narrative:
In an image provided by the customer, it is visible that the gel layer is contaminated with erythrocytes and did not form a solid/stable phase. A field service engineer (fse) performed adjustments of the ultrasonic mixers (usm) and checked all cell functionalities. A hardware check was repeated, which resulted in improved results, now within the expected range. The investigation determined the root cause is a combination of pre-analytics and instrument-related issues usm, cell rinse functionalities). Correct pre-analytic sample handling is within the customer's responsibility.